Manufacturer narrative:
Additional information was received on 27-nov-2022. It was reported that the hemostatic valve section broke/separated. The hemostasis valve (gasket) did dislodge inside the hub. The hemostatic valve did not dislodge outside the hub. No picture available. The sheath was being used on the patient. Air did not enter the patient¿s body. Blood return was not observed. The device evaluation was completed on 12-nov-2022. It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was damaged when the ablation catheter was inserted into the sheath at the beginning of the procedure. The issue was resolved by changing the vizigo¿ to another one. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record review was performed for the finished device 00002003 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(4). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was damaged when the ablation catheter was inserted into the sheath at the beginning of the procedure. The issue was resolved by changing the vizigo¿ to another one. The procedure was completed without patient consequence. The hemostatic valve separation issue is MDR reportable.